Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Visual inspection found the downstream occlusion (dso) seal and upstream occlusion (uso) seal was lifting. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period. The latch lock flex sensor was replaced to address the cassette attach error.

Event description:
It was reported that the cassette not attached error. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.